Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure, suffered a descending aorta dissection, pericardial effusion and pain. The injury was confirmed by echocardiogram and transesophageal echocardiogram. The procedure was aborted and the patient was transferred to ICU for monitoring. The injury occurred during the mapping phase and no transseptal and ablation were performed. The patient was reported to be in stable condition. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
(B)(6). The following bwi devices were in use: carto 3 ((B)(4)), stockert ((B)(4)), cool flow pump ((B)(4)), smarttouch catheter (cat:d132705,lot:17175141m ¿ to be returned). (B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during an idvt case, a descending aorta dissection was noticed as the patient complained of pain. The pericardial effusion was confirmed by echo and tee. The caller reported that the medical intervention provided was monitoring of the patient as the case aborted. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.